Event description:
It was reported that the patient presented in clinic for a routine device check. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate automatic mode switch (ams) and noise reversions. No intervention was performed; the lead will continue to be monitored. The patient was in stable condition.